Manufacturer narrative:
Device not yet received.

Event description:
It was reported that a sheath tear occurred. An isleeve catheter was introduced without resistance and the procedure was completed successfully. Upon removal, the physician removed the isleeve without dilator and upon removal there was bleeding at puncture site. Once outside of the patient the device was inspected and a large split was noted approximately 5cm above the stability layer. The puncture site was closed with non-bsc closure devices and the patient remained stable throughout.

Event description:
It was reported that a sheath tear occurred. An isleeve catheter was introduced without resistance and the procedure was completed successfully. Upon removal, the physician removed the isleeve without dilator and upon removal there was bleeding at puncture site. Once outside of the patient the device was inspected and a large split was noted approximately 5cm above the stability layer. The puncture site was closed with non-bsc closure devices and the patient remained stable throughout. Manufacturer analysis: the returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. The sheath has a 13.5cm tear starting 13.5cm from the distal tip. The tip has typical damage. There are numerous kinks along the sheath. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage.